Event description:
Boston scientific received information that this right ventricular (rv) lead had high pacing threshold and got dislodged. The physician performed a surgical intervention and this rv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.